Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no reported impact to the customer¿s blood glucose level. Technical support guided the caller through filling and loading a new cartridge, which resolved the issue, allowing the caller to resume insulin delivery.